Event description:
It was reported that a malfunction occurred with the pump, displaying a malf 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, but the malfunction recurred after resetting. Consequently, a replacement pump was sent to the customer, who was advised on steps to take upon receiving the new device, including returning the problematic pump to tandem within 10 days. The customer understood and acknowledged all instructions provided.